Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer service provided instructions to reset the pump, which was successful, and advised the customer to continue using the pump. The customer was instructed to call back if the malfunction code recurs and confirmed their understanding.